Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre sensor. Customer obtained a sensor scan of 42 mg/dl which was lower in comparison to an unspecified reading taken on a competitor brand device. Customer had contact with a healthcare provider who obtained a glucose reading of 369 mg/dl and received insulin (dose/type unknown) for treatment of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was returned and properly seated and no physical damage is observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. The sensor was reprogrammed, and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre sensor. Customer obtained a sensor scan of 42 mg/dl which was lower in comparison to an unspecified reading taken on a competitor brand device. Customer had contact with a healthcare provider who obtained a glucose reading of 369 mg/dl and received insulin (dose/type unknown) for treatment of hyperglycemia. There was no report of death or permanent injury associated with this event.